Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while at the beach. Reportedly, the customer stated there was moisture on the pump. The customer removed the cartridge and dried the pump after the alarm cleared. The customer was able to clear the alarm and resume insulin delivery. The customer's blood glucose level was not impacted.